Event description:
It was reported the deflectable videoscope had a connection error code. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the following factors led to the b30 scope communication error message malfunction: the electric connect section has been defective, by accumulation of electric load (stress) due to energization to the electric circuit board inside the image sensor mounted in the image sensor unit in distal end of the scope, by accidentally applied static electricity, or by overcurrent due to attaching or detaching the device while the power is on the system, further as the electric circuit board inside the image sensor was adversely affected and the image signal output became unstable, the image sensor unit got failed, being abnormal in image. Additionally, it is presumed that the application of overcurrent was caused by attaching or detaching the device while the power is on the system, overcurrent from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the system and the video connector. The event can be [detected/prevented] by following the instructions for use which state: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.